Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted on (B)(6) 2007, 407658 lead, implanted on (B)(6) 2005, and 407652 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing an alert tone from their device for the past few days. It was also reported by the clinic that they received a remote transmission where it was observed that an alert was triggered for high/undefined svc (superior vena cava) coil impedance on the right ventricular (rv) lead. The rv lead remains in use, and the clinic noted that they will bring the patient in for review to program off the svc coil and discuss options with patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clinic has turned off the rvcoil and svc coil impedance out of range alerts for the right ventricular (rv) lead. However, the alerts are still triggering. There was a rv defib lead impedance warning triggered for high rv coil impedance on the rv lead and there was high rv pacing impedance that triggered a rvtip to rv coil lead impedance alert. The company technical representative informed the clinic that they will also need to program off the rv impedance out of range. Additionally, both the svc coil and rv coil show elevated thresholds. The clinic opted to program off ventricular fibrillation (vf) therapy and turn the rv lead off, due to patient¿s condition, and use the implantable cardioverter defibrillator (ICD) as a pacemaker.